Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instruments should be stored in the shoulder restoration system tray to protect the features. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi02ap device was being used on (B)(6) 2021 during a rotator cuff repair procedure when it was reported "the spectrum breaks the needle, does not recover the thread, there is residues of the broken needle in the jaw." This device is not what broke. However, the needle reported did break. The smi-02n needle is being used to represent the needle that broke since the actual device name was not reported. The smi-02ap will be filed as a concomitant device to the smi-02n. There was no report of medical intervention or any known hospitalization for the patient. There was no report of impact/injury to the (B)(6) patient. There is no indication the needle broke in the patient. The procedure was completed with an alternate unknown device. A good faith attempt was made to obtain further information. To date no response has been received. If further information is received, this event will be reassessed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Corrected data: h10: a two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4).